Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose of possibly 430 mg/dl. She was able to get her blood glucose under control by switching to pen therapy. At the time of the report, customer's blood glucose was 236 mg/dl and troubleshooting was performed with her insulin pump. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no air bubbles were found. Customer was uncertain if a leak was present, but did not find one. Settings and history appeared accurate. The high pressure test was performed and failed twice. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.